Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿numerous painful breast lumps¿ and felt ¿incredibly anxious and upset" , ¿felt as though my health is a ¿ticking time bomb. I believe that this recent recall has affected my mental health considerably and will continue to do so until the implants are removed " , "pathology which was indicative of a rupture".

Event description:
A patient reported that they experienced ¿numerous painful breast lumps¿ and felt ¿incredibly anxious and upset". The patient added that she ¿felt as though my health is a ¿ticking time bomb. I believe that this recent recall has affected my mental health considerably and will continue to do so until the implants are removed ". Patient reported right side "pathology which was indicative of a rupture". The device has been explanted.